Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the proximal portion of the lead was returned, analyzed and no anomalies were found. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected lower range. Concomitant product(s): 4568-53 lead; implanted: (B)(6) 2002. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had low and gradually declining bipolar pacing impedance from a suspected insulation break. The lead was partially explanted and replaced. The remaining portion of the old lead was capped. No patient complications have been reported as a result of this event.